Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/ confirmed the customer reported complaint. Fa found the primary finding of the damaged conductor wire insulation to be related to the customer reported complaint. The conductor wire insulation was damaged on the distal end. The insulation did not exhibit thermal damage. The insulation is lifted with no pieces missing. The conductor wire is slightly exposed, but no wires were physically damaged. The fenestrated bipolar forceps instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system where it released energy. The root cause of the damaged conductor wire insulation is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (part number 471205-17/lot number k10220113 0373) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system sk4274. The alleged instrument had 9 uses remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a frayed cable. There was no report of patient involvement. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Follow-up has been performed, but no further additional information is available as of the date of this report.